Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was presented in clinic for a follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise over-sensing, resulting in pacing inhibition. The atrial lead reprogrammed. The patient was in stable condition.